Event description:
General report received of an unspecified number of undocumented incidents of intermittent no flow. On unspecified dates, unspecified primary tubing sets were being used to deliver unspecified solutions, at unspecified rates, via unspecified pumps. At unspecified times, the option-lok male adapter of the secondary tubing sets were connected to proximal needleless valve connector y-sites on the primary tubing sets for piggyback deliveries of unspecified chemotherapeutic agents. It was reported that the primary solution containers were hung lower than the secondary solution containers. The customer contact reported that after the deliveries were started, the medication from the secondary solution containers would initially flow into the drip chamber of the secondary tubing sets; however, after unspecified length of time, no flow of solutions from the secondary solution containers were noted. It was reported the option-lok male adapters of the secondary tubing sets were disconnected from the needleless valve connector y-sites of the primary tubing sets. The option-lok male adapters of the secondary tubing sets were reconnected to the needleless valve connector y-sites of the primary tubing sets by pushing and twisting the connection sites together. It was reported that after an unspecified number of attempts of reconnecting the option-lok male adapters of the secondary tubing sets into the needleless valve connector y-sites of the primary tubing sets, the solution would flow. The secondary tubing sets remained in clinical use and the therapies were resumed. There were no reports of adverse pt effects and no reported delays in critical therapies critical to these pts. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. Rep devices from the same lot number were received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.